Manufacturer narrative:
This report is submitted on february 29, 2024.

Manufacturer narrative:
This report is submitted on january 29, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia and the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.